Event description:
It was reported that the patient did a trans telephonic monitoring (ttm) transmission which showed a magnet rate of vvi-65. In the office today, an 'electrical reset has occurred' message popped up on interrogation. Clinician called and requested help in clearing the warning. The patient is a heating/cooling technician. The device remains in use. No patient complications have been reported asa result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).